Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was inserted through a sheath into the "right thigh." After the iab was inserted, the fiberoptix sensor (fos) and cal key were connected to the pump (iap-0500j-(B) (4)), but zeroing could not be completed. As a result arterial pressure mode was changed from fos to monitor. Additional info was received by the hospital on (B) (6) 2009 which stated that on (B) (6), the pt passed away. The hospital stated that "the death is not related to the iab."

Manufacturer narrative:
(B) (4). The iab will not be returned for evaluation. As was done in this case, when the fiber optic pressure signal (fos) is not available, the iab is still able to be used since an ap (arterial pressure) signal is available through the central lumen. A transducer can be connected to the central lumen, as in all iabs, and the arterial pressure and timing can be monitoring from this location. The effect of not having an ap fos signal is the enhanced wave inflation timing algorithm is not available in autopilot mode. It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said the pt's death was not due to the iab. We are submitting this report because, we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor.